Event description:
Customer reportedly obtained results of 555 mg/dl and 155 mg/dl on the active system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system, however, customer refused return of system for evaluation.